Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been one other similar event for the lot referenced for the same patient. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon p/a cr beaded #3l; cat# 5517f301; lot# lt64s, tritanium patella-asymmetric; cat# 5552-l-320; lot# pptn1, it cannot be determined which, if any of these devices may have caused or contributed, to the patient's experience.

Event description:
Patient reported primary left tka in (B)(6) 2021 and has reported "tremendous" pain since. Patient had a manipulation in (B)(6) 2021 and has reported continuous pain. Patient would like to know if implants are subject to a recall. This report is for pain after manipulation.